Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient with pocket stimulation presented remotely via merlin.net. Upon review, the pulse generator exhibited backup vvi operation. The patient was brought into the clinic and device firmware was re-downloaded to restore the function. The patient was stable and would continue to be monitored.